Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). Litigation received. Litigation alleges pain, discomfort, elevated metal ion levels, and inflammation. Update ad 30 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There is no new allegation reported. Added cup because it was removed in the ppf. Updated part and lot number of the impacted products. Added lawyer and law firm. Doi: (B)(6) 2009; dor: (B)(6) 2014; (right hip).

Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch ,a follow up medwatch will be filed as appropriate